Manufacturer narrative:
Clamp in question has not been returned for eval. Date code of clamp is unknown, therefore, we do not know how long it has been in service. Gomco has been making circumcision clamps since 1936. Instruction manual states "warnings: this clamp must never be used if components parts are damaged, missing, clearly worn or the assembled device does not perform as described". Clamp parts are inspected by receiving inspection, assembler's and qc final inspection for any defects which might be seen in the plating.

Event description:
It was reported that a newborn being circumcised with a gomco 1.3 clamp, while using a surgical blade to remove foreskin, a piece (shaving) of the gomco bell popped off onto the raw skin area. This was removed by the dr. Family member was watching circumcision with doctor's permission. He explained to the father that we could get a x-ray to make sure all pieces were removed, but the father declined. Circumcision area was cleaned well.